Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, when the customer was driving the patient side cart (psc) toward the patient to start the procedure, the fiber cable was run over by the psc. The fiber cable was damaged and was not communicating with the system. The customer explained they did not have a backup fiber cable. The reporter would like the intuitive surgical inc. (Isi) field engineer (fe) to follow up to assist in replacing the damaged blue fiber cable. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event was confirmed to have taken place on (B)(6) 2023 during a unilateral inguinal hernia procedure. There were no additional ports placed on the patient and existing ports were not enlarged for the conversion to laparoscopic surgery. Furthermore, there was no patient injury, and the procedure was completed. Patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting single non-recoverable fault due to damaged fiber cable, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi tse helped transferred the customer to isi customer service to order a new blue fiber cable. No site visit was conducted. The blue fiber cable is a field scrap part and will not be returned. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the damaged blue fiber cable is attributed to damage during use. This complaint is considered a reportable event due to the following conclusion: the customer converted the procedure after the start of the procedure due to damaged fiber cable. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.